Event description:
The report received from the field indicated that during an interventional procedure, the physician had a cypher 3.0 x 13 mm stent in place for a planned kissing balloon stent technique. While attempting to place a cypher 3.5 x 18 mm stent, the stent dislodged off of the stent delivery system (sds) balloon in the touhy-borst valve. The intended target lesion was a non-calcified diagonal branch. The dislodged stent was removed successfully from the patient using a pilot guidewire. The cxs 3.0 x 13 mm stent was also removed from the patient without deploying the stent. There was no reported product malfunction or adverse event (ae) associated with the cypher 3.0 x 13 mm stent. There was no reported patient injury. Additional information received indicated the patient is male and was successfully treated with a cypher 3.0 x 28 mm stent.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2007-00405 and #3003742446-2008-00067.